Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that insulin was leaking out of the reservoir and reservoir compartment. The customer stated the reservoir clicked into place when inserted in the reservoir compartment. The customer has discontinued insulin pump therapy. The customer's blood glucose was unknown. The reservoir will not be returned for analysis.